Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the sheath of the monopolar hook (cev390c) goes off and has a hole in it. There is mechanical play between the handle and sheath of the hook. The device was in contact with a patient. There was no adverse event reported and no significant delay in surgery time.

Event description:
N/a.

Manufacturer narrative:
The monopolar hook (cev390c) was returned for evaluation: the investigation of the hook verified the complaint reported by the customer as valid. Evaluation identified that the black ring had moved. The sheath was damaged, there was a hole and the sheath moved back near the handle. In addition, a medical assessment was performed for this event, which concluded the following: based on the complaint information received and reviewed to date, a causal relationship between the device and the reported issue is inconclusive. The user facility¿s cleaning and sterilization processes have been requested but information has yet to be provided. The damage to the insulation could have been due to poor handling during reprocessing. As reported in the complaint, there was no patient or user injury associated with the device issue. As stated in the instructions for use (IFU), it is imperative that before each use, the condition of the instruments should be thoroughly examined to be intact and in good working condition either visually under magnification or with a high voltage insulation testing device to avoid any safety hazard. This device should be handled and used by qualified and trained physicians or other operating room personnel familiar with use of high frequency current. The lowest possible electrosurgical power setting should be used when beginning the procedure and slowly increase the power as necessary to achieve the desired coagulation effect. By doing this, it will reduce the possibility for capacitive coupling, damage to insulation, and increased risk of patient burns at high voltages.